Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pe5018 batch number, and no non-conformance's were identified. Device evaluation summary: only a picture was returned for analysis. Upon visual inspection of the picture, a hair inside of an opened sample could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Device evaluation summary actual: one open sample of product code vcp371 was received for analysis. During visual inspection of the open sample received, a petri dish with a hair and one partially dispensed needle suture of winding former could be observed. In addition, the hair was separate of the sample and was not possible determine if the hair was placed in the sample. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident of: ¿it was immediately found that there had been foreign matter in the newly dispensed suture when it was opened for c-section. It seemed to be hair¿.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. It was reported that it was immediately found that there had been foreign matter in the newly dispensed suture when it was opened for the procedure and appeared to be hair. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2020. Additional information: h6 result code.